Event description:
Pt developed transfusion reaction symptoms. Sample was sent to reference lab where anti-e adn anti-s were identified in peg ahg method. This event also reported in medwatch 2250051-2004-00274 occurred in march, customer did not report until 2004. No death or serious injury was associated with this incident.